Manufacturer narrative:
(B)(4). An actual unit was received for evaluation purposes. The unit was pressure tested at 8 psi and the leak condition was confirmed on the actual unit. The cause of this reported condition was not been identified. This issue is being investigated through CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
A customer reported to baxter corporate product surveillance (cps) for an unknown quantity of clearlink catheter extension set in which the tubing splits at the distal end of the extension set furthest from the patient. There was no patient injury or medical intervention reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.